Event description:
It was reported that the device failed to boot up properly and locked up. The issue persisted even with installation of a new battery. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported lock up failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performed testing. The device was returned to the customer for use.